Event description:
Information received by medtronic indicated that there was a crack in insulin pump's case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was received with a critical pump error (open book image) alarm after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. The pump was successfully downloaded utilizing crest and thus. Pump error alarm was found in the downloaded history files (june 27, 2021 at 2:39 pm). Critical pump error (open book image) alarm and pump error alarm due to moisture damage on the force sensor. Moisture damage was also found on the electronic assembly (electrical board 1 and electrical board 2) and the motor during visual inspection. Force sensor zero offset within specification (22.0 mv). A test p-cap does lock into place inside the reservoir compartment properly. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.